Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) battery malfunctioned.

Manufacturer narrative:
Updated fields: b4,d8, d9,g1, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11 a getinge filed service engineer states the batteries were replaced when this was opened, there is no fault on machine currently. At this time, the customer has not requested for getinge to repair the unit for the reported malfunction. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a